Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6).

Manufacturer narrative:
Investigation: based on the device, an investigation is not possible because we did not receive any explants. This case was discussed with a specialist from to product management. As mentioned in the surgery report, the explantation of the implants was performed due to a retropatellar osteoarthritis. There are no hints for a loosening of the implant components. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers, and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available we assume that the cause of the failure is most probably patient related. Rational: in the surgery report from (B)(6) 2018 it is clearly mentioned that the revision was performed due to a lateral and retropatellar osteoarthritis. During the inspection and palpation were found that the implant components are firmly seated. No CAPA is necessary.